Event description:
Reporter indicated a patient had vns generator and lead revision surgery on (B)(6) 2012 due to a lead fracture.attempts for further information and return of the explanted devices are in progress.

Event description:
The explanted generator was returned on (B)(6) 2012 and is pending product analysis. The lead was not returned.

Event description:
Reporter indicated the patient had no known trauma and did not manipulate the vns. High lead impedance was not noted prior to the (B)(6) 2012 surgery date, and it was unknown when the last acceptable vns diagnostics test results were as the generator was at end of service. No x-rays were performed prior to the surgery. All attempts for return of the explanted generator and lead have been unsuccessful to date.

Event description:
Product analysis was completed on the returned vns generator. The generator end of service was confirmed in the pa lab; an open can measurement of the battery voltage determined that the battery was depleted. The end of service condition was the result of normal, expected battery depletion based on the battery life calculation (0 years remaining), the electrical test results and the bench evaluation. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found with the generator.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.(B)(4).